Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with bradycardia. Upon device interrogation, it was found that the right ventricular (rv) lead exhibited high thresholds and loss of capture. It was noted that the patient experienced dizziness. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.